Event description:
The patient was undergoing treatment for a v. Galeni malformation. The physician had placed 22 coils and noticed while attempting to detach the 23rd coil that the handle felt "tired" and would no longer detach. The coil was detached manually after two or three attempts with the handle. The 24th coil was detached with a new handle. The outcome was reported as very good and very successful.

Manufacturer narrative:
The device is not available for return. Without the return of the device the root cause of the problem cannot be determined. Than manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device thrown away by hospital.